Event description:
In 2009, the pt reported she has been receiving e4 (occlusion) errors on her insulin infusion device with her current box of infusion sets. To troubleshoot, the pt was instructed to disconnect from her headset and try to prime. She received an e4 after .1 unit was delivered. She was then instructed to detach the tubing from her device and prime, which she did without error. The pt stated she changes her adapter every 3 months and she re-uses her cartridge 3-4 times. She was advised that the cartridges are single use only and that the adapter should be changed every 10th cartridge change. Courtesy infusion sets were sent to the pt. Later the same day, the pt said she changed her infusion set a few hours ago, and received another e4. She stated she is still using the same re-used cartridge. She was advised to switch to a new cartridge. She called a few mins later, and said she received another e4. She disconnected from her headset and tried to prime, but the e4 displayed again. She was instructed to disconnect the tubing from her device and prime, which she did without error. She used a new tubing from a new box and primed without occlusion. She said her blood glucose had elevated to 243 mg/dl with her target range being below 150 mg/dl. She successfully delivered a correction bolus without error. The pt did not require assistance form a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.